Event description:
The customer reported the system would not power up (no boot). There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and power cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.